Event description:
It was reported that the patient presented to the clinic for a routine follow-up. Upon interrogation, the atrial lead exhibited noise, which was reproducible by manipulating the pulse generator. All the other electrical measurements were normal. No intervention was performed. The patient was asymptomatic and would continue to be monitored.